Event description:
It was reported the device was broken. The event occurred during a procedure. The surgery was completed. It was later reported the device was return/replacement of worn instrument that functioned as designed during the last procedure used. No patient injury reported.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.